Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015 the patient was getting a routine pump replacement due to elective replacement indicator (eri). During surgery when the surgeon disconnected the existing catheter, it did not flow cerebrospinal fluid (csf). When the surgeon attempted to aspirate the catheter, he was unable to aspirate csf but did aspirate scant amounts of red/pink debris. When he disconnected catheter at the connection site in the back, csf flowed spontaneously from the spinal segment. During the aspiration of the side port, it was determined that there was an occlusion in the proximal segment of the catheter. A new pump segment was spliced to the existing spinal segment and the dose was decreased from 158mcg/day to 96 mcg/day. The patient had begun to experience a mild increase in spasticity in legs particularly with stimuli such as illness over the past several months and experienced increased leg pain. The patient was seen by the managing healthcare professional (hcp) approximately five days post op. A dose adjustment was performed due to suboptimal relief at the decreased post-op dose. Per the nurse at the hcp office, the patient has not called for another dose increase so they are assuming he is now getting effective therapy. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l40841, implanted: (B)(6) 1996 explanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).